Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced leakage at the infusion site with one cleo set, leading them to replace it. However, blood glucose levels remained elevated after the initial change. The patient then replaced the infusion set again, after which blood glucose decreased to 241 mg/dl. There was patient involvement in the event, and no patient harm was reported.